Manufacturer narrative:
It has been confirmed by vyaire that the complaint sample is not available for evaluation. Vyaire has attempted to gain additional information from the customer and end user regarding the situation reported with the device. If a sample or any additional information becomes available a follow up emdr will be submitted.

Event description:
The customer reported while using the humidifying nebulizer on a patient the tubing filled with water and was being inhaled through the tracheostomy. The patient's oxygen saturation dropped to 87% and required immediate intervention and suctioning. The nebulizer was replaced with another one and there were no further issues.

Manufacturer narrative:
Device investigation: at this time vyaire medical has not received the suspect device for evaluation. However, a similar sample was removed from the production line. The sample was tested and it is possible that the mist chamber was not properly assembled and this could provoke the throw of water instead of a mist. Therefore the defect reported by the customer could be duplicated.